Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer states a nurse was attempting to retract the safety device on the product and the needle broke and poked the nurse. The needle was previously used on a patient. The nurse who received the needle stick injury was sent to occupational health clinic for blood work testing. The results are not available. A review of the device history records (DHR) for the reported lot number indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Samples were received for evaluation. A visual and functional evaluation was performed. The following observations were noted: the safety shield was challenged and the needle was intact. Based on the available information, no corrective or preventive action is planned at this time. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a nurse was attempting to retract the safety device on the product and the needle broke and poked the nurse. The needle was previously used on a patient. The nurse who received the needle stick injury was sent to occupational health clinic for blood work testing. The results are not available.